Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having leaks at the luer connection. Which allowed insulin to get into the reservoir compartment.